Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The balloon was inflated and water was seen exiting the proximal cone of the balloon. The fibers were stripped and a pinhole rupture was noted. Therefore, the investigation is confirmed for a pinhole rupture. The definitive root cause for the identified pinhole rupture could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.